Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00097.

Event description:
Revision surgery of exeter stem, mitch metal on metal cup and modular v40 head. Surgeon described reason for revision for 'metallosis'. During removal of mitch modular head was noted that the v40 trunion of the stem had suffered damage/scuffing from potential 'spinning' of the head on the trunion and decided to remove stem due to this and caution against placing a new head on this potentially damaged taper.